Manufacturer narrative:
It is unknown, if there were deviations from the instruction manual in the reprocessing steps at the material residue point. This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years since, the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable, by handling the device in accordance with the following sections of the instructions for use (IFU): IFU states, that detection method in gif/cf/pcf-290 series, operation manual chapter 3: preparation and inspection. IFU states, that preventive measure in gif/cf/pcf-290 series, reprocessing manual chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that there were foreign objects in the jet tube of the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.